Manufacturer narrative:
No injury reported. User alleges they went to unplug a foot motor and there was a spark, and after troubleshooting the bed, it was determined the junction box needed replacement. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as a set up error, abuse, or lack of maintenance may have caused or contributed to this incident. Malfunction is not confirmed. Filing solely on the user's allegation of a spark malfunction is not confirmed. MFR is attempting to obtain product for inspection.

Event description:
When the consumer went to unplug the foot motor, there was allegedly a spark. No injury is alleged.

Manufacturer narrative:
No injury reported. User alleges they went to unplug a foot motor and there was a spark, and after troubleshooting the bed it was determined the junction box needed replacement. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as a set up error, abuse, or lack of maintenance may have caused or contributed to this incident. Malfunction is not confirmed. Filing solely on the user's allegation of a spark malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection. Evaluation follow-up- only the control box, a component of the foot section, was received for evaluation. A visual evaluation found the control box was in good condition. A functional analysis was performed by attaching the control box to a known good foot motor and pendant. The control box operated the foot motor in both directions as designed. No sparks were observed. The component device is fully functional with no defects.

Event description:
When the consumer went to unplug the foot motor, there was allegedly a spark. No injury is alleged.